Event description:
Customer reportedly received the following results on the compact plus system: 28 mg/dl and 92 mg/dl - strip lot unknown, within 1 minute no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.